Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert. The right ventricular lead exhibited noise. The patient was in stable condition. No intervention was reported.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition prior, intra and post procedure.